Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs showed that the alarm occurred about an hour into support. These parameters are indicative of a broken sensor face. The product was returned and the 5s parameters were similar to the values in the field. Light was found leaking from the sensor face. The sensor face was removed and there was built up dextrose on it. The dextrose was washed off and the sensor face was found to be fractured. The root cause of the optical signal issues is most likely due to a damaged sensor face. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, the pump operated for approximately one hour before displaying a ¿placement signal unreliable¿ alarm. The pump continued to provide support to the patient. No patient harm or injury was reported.